Event description:
It was reported that the patient complained of getting palpitations and being dizzy recently. A device interrogation noted undefined ventricular lead impedance of over 9,999 ohms so the pacing threshold and sensing values were unable to be measured. A fracture was suspected but could not be confirmed via x-ray; however, noise was confirmed when the patient moved the hands up and down. The parameters were changed on the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).